Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the pulse generator exhibited noise which led to inappropriate mode switches. The device was reprogrammed. The patient would continue to be monitored.